Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Although the facility reported pump module s/n (B)(6) as the suspect device, bd¿s review of the logs revealed that a different (pump module s/n (B)(6) ) was involved in the reported event. There was no evidence that pump module s/n (B)(6) was also involved in the reported event. Further investigation discovered that pump module s/n (B)(6) did alarm for air in line, as opposed to the customer¿s allegation that it did not. The air in line alarm was recorded in the device logs. Based on the review of the pcu event log, on (B)(6) 2023 at 11:13 am, a guardrails IV fluids infusion was programmed and started for drug ID 368 (prbcs) with a rate of 75ml/hr and a vtbi of 356ml. At 11:32 am, the rate was updated to 150ml/hr and the infusion restarted. At 1:46 pm, the infusion completed (kvo), the vtbi was updated to 25ml, and the infusion was restarted. At 1:47 pm, the pump module alarmed for air in line and then safety clamp open for 5 seconds. A door closed was also logged. At 1:52 pm, the pump module was channeled off with a calculated volume infused of 356.858ml. Based on the test results, the source pump module was operating as intended and within specification. Furthermore, results from the air in line threshold product analysis procedure demonstrated pump module s/n (B)(6) successfully passing single air bolus detection and an accumulated air detection testing. Note that MFR report # 2016493-2023-180691 was submitted to report the incidental failures that were observed during device servicing. These failures were deemed unrelated nor contributing factors to the reported event. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the customer had an incident where the air-in-line alarm failed to alarm when air was present. It was also noted that blood was being infused. There was patient involvement but the information on patient impact is unknown.

Event description:
It was reported, that the customer had an incident where the air-in-line alarm failed to alarm, when air was present. It was also noted, that blood was being infused. There was patient involvement. But the information on patient impact is unknown.

Manufacturer narrative:
A follow up report will be submitted, once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.